Manufacturer narrative:
(B)(4).

Event description:
Compatibility guidelines were requested for MRI. It was unknown if the procedure was due to a problem with the device or therapy. There were symptoms reported and it was unknown if the symptoms reported related to the device or therapy. Post-operative the patient's left leg was numbness and in pain. Symptoms reported was leg numbness. The symptoms was consider a sudden change in therapy/symptoms. Event date was not asked. Caller states she believes the ins (stimulator) may had just been replaced and that was the reason for the lumbar MRI requested. It was later reported that the healthcare provider no longer working at the facility. The indications for use for this patient were other, urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.